Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found an external insulation abrasion was noted at 33.1-34.5 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.